Manufacturer narrative:
(B)(4). D10: cat# 139258 lot# 482870 m2a-magnum 42-50m tpr insrt +3. Cat# x180310 lot# 758750 bi-metric/x por nc 10x130. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 14 years post-implantation, the patient underwent a left hip revision due to pain and elevated metal ion levels. Attempts have been made and no further information has been provided.